Event description:
Taxus liberte clinical study. It was reported that post coronary stenting treatment procedure, restenosis occurred. In 2005, a 2.75 x 12 mm taxus stent was placed in the mid left anterior descending (lad) artery. In (B)(6) 2010, the subject presented with retro-sternal chest pressure with shooting and stabbing radiating pain associated with shortness of breath and 3-4 episodes of dry heaves and vomiting. The subject was diagnosed with unstable angina (braunwald classification - unknown) and cardiac catheterization was recommended which revealed 68% in-stent restenosis of a previously placed 2.75 mm x 12 mm taxus stent that was deployed in the mid left anterior descending artery (lad). The lesion was 7 mm long with a reference vessel diameter of 3.10 mm and treated with the placement of a 3.00 mm x 12 mm taxus liberte stent. Following post-dilatation, the residual stenosis was 0%. Three days later, the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).